Manufacturer narrative:
Initial reporter: contact number was not provided the actual device was returned for evaluation. Reliability engineering evaluated the device and the customer reported condition was not confirmed. However, during evaluation, it was observed that the device had vibration and heat. Therefore, the evaluation reported condition was confirmed. The assignable root cause was determined to be due to worn out and damaged bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by chile that the adaptor of the attachment device was trapped. During in-house engineering evaluation, it was observed that the device failed for vibration and heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.